Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced a needle mechanism failure while wearing the pod between 25 and 36 hours. The pink slide was observed to have moved forward but then retracted. No adverse patient impact was reported.